Event description:
It was reported that the patient's pump was explanted because, it wasn't working for him. It was stated that there was no patient injury related to this event. The drug used in this system was baclofen. Three days later, it was reported that the patient's response to the intrathecal baclofen had never been as good since a scoliosis surgery that took place a couple years prior to report. Since then, a year was spent changing the dosage and assessing the patient's response. It was also reported that there had been a catheter revision due to unspecified problems, but the surgeons were unable to remove the entire catheter and weren't able to implant a new one either. At that time, the patient was put on oral baclofen. Later, the patient also required two surgical interventions to deal with an infection at the catheter site. During the second surgery, the patient's pump was explanted to reduce the chance of the infection spreading and to address the eventual elective replacement indication (eri). At the time of report, the patient was not interested in resuming therapy and would continue using oral medications.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed no anomalies. Analysis of the catheter revealed coring, tears, and/or cuts in the seal of the sc connector. No leak was seen in the lab. (B)(4).

Manufacturer narrative:
Product ID, neu_unknown_cath product type catheter product ID, 8731sc explanted: 2012 (B)(6). Product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.